Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead was attempted to be placed on the left bundle branch; the helix came off the lead and a part of it remains implanted. Technical services (ts) was consulted confirmed this would exclude the patient the possibility of getting an MRI. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was completely broken at the point where it exits the tip of the lead. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this lead was attemtped to be placed on the left bundle branch; the helix came off the lead and a part of it remains implanted. Technical services (ts) was consulted confirmed this would exclude the patient the possibility of getting an MRI. No adverse patient effects were reported.